Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that the lead "broke."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.